Manufacturer narrative:
The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. Multiple unsuccessful attempts were made to obtain the patient outcome.

Event description:
It was reported that a protaper gold file broke during use. The event outcome is unknown as of this MDR evaluation.